Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for device check. Episodes of vt/vf due to noise were noted. The physician capped and replaced the lead on (B)(6) 2017. The patient was stable following the procedure.